Event description:
It was reported that a patient underwent breast reconstruction surgery on an unknown date and a surgical sealant was used. The surgeon reported severe dermatitis with some tissue necrosis. The area of the skin was cultured and reported to have pyoderma gangrenosum. The patient received unspecified treatment. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that a patient underwent a bilateral mastectomy on (B)(6) 2013 and a topical skin adhesive was used. A tegederm dressing was applied over the incision. On (B)(6) 2013, the surgeon reported that the patient experienced severe dermatitis with some tissue necrosis and maculopapular raised dermatitis around the lower abdominal incision. The topical adhesive was removed at that time, the skin was closed and topicort 0.25% daily was prescribed. On (B)(6) 2013, the area of the skin was cultured and open biopsies were performed. The patient received IV solumedrol. Cultures were negative and the patient was diagnosed with pyoderma gangrenosum. (B)(4).